Event description:
The pt had received a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck). The pt's surgical site became infected, and the surgeon washed out the wound and performed an exchange of the tibial insert component.

Manufacturer narrative:
An evaluation of the event has been initiated at mako surgical, and is in progress. Review of the case session files indicate that all recorded values are within acceptable tolerances, and the rio system performed as intended. Clinical investigation is in progress, and a supplemental report will be submitted when results are obtained.